Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose of 20 mg/dl. The customer's blood glucose then increased to 377 mg/dl due to overcompensating by eating too much junk food. The customer was advised to speak to their health care professional. No products were returned or replaced.